Event description:
The facility reported a colleague infusion pump with the reported condition of failure code 804:26. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 804:26 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a software failure, determined from the event history of the device which showed the manipulation of the manual tube release three times on the same channel. Should additional information be received, a follow-up medwatch will be submitted.